Event description:
Info was received that the right ventricular (rv) lead exhibited an increased pacing threshold measurement of 2.0 volts at 0.6 ms. It was noted that there was no loss of capture or adverse pt effects due to the increased threshold measurement. Initially the output was increased, however a revision procedure was performed the following day where the rv lead was surgically abandoned. A new lead was successfully implanted.